Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system made a popping noise and the screen went black during a case. The procedure was completed. No pt injury was reported.